Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported a sensor reading of 'hi' (> 500 mg/dl) and self-treated with insulin (dose/type unknown). The customer subsequently became hypoglycemic, with confusion, sluggishness, and seizure. The customer was treated with glucose by a third-party, and additionally treated with glucose via IV at health clinic. There was no report of death or permanent injury associated with this event.